Event description:
It was reported that the cuff leaks during the testing process. No patient involvement was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
The device was received and was to be forwarded to the supplier for investigation. Due to lockdown and tightening of import regulations in china the device was awaiting restrictions released for shipment to supplier. A supplier corrective action request (scar) was initiated. Awaiting supplier response.